Manufacturer narrative:
The report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The costumer reported a false negative patient result with the binax now covid-19 antigen self-test on an unknown date that generated a negative result. Subsequent testing was performed using an unknown sampleon an unknown date that generated a positive result. No additional patient information, including treatment and outcome, was provided.